Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient only uses their device when the pain gets "real bad". The patient mentioned that they were implanted with the ins due to sciatic back pain that resulted from pre-existing back surgeries and fusions. The patient says that they usually take 3-4 pain pills per day and uses tens therapy. The patient reported shocking and overstimulation. The patient stated that their pain worsened the other day so they turned the ins on. The patient tried to turn the ins off that night and their programmer batteries had gone dead so they were unable to turn stimulation off like they usually do. The patient confirmed that they experience positional stimulation when stimulation is on, so they have to sleep a certain way on their right side to keep the ins from shocking them. The patient stated that the device " shocks the dickens out of them" when they move certain ways like reaching over their head or bending over. The patient stated that the shocking occurs where the therapy is normally delivered ( down both legs) and agreed that it feels like a strong stimulation sensation. The patient noted that the next morning the stimulation felt "real weak". The patient uses the therapy at 1.3 volts and does not change the amplitude much. The patient acquired new batteries for the programmer and was able to turn the ins off. The patient will keep the ins off to avoid the shocking sensation. The patient stated that the issues are resolved at this point. The had eaten saturday morning and turned on their stimulator and were going to use for an hour or so when they tried to turn the stimulator off their batteries were low, and they had no way to get new batteries until the next day. The patient's friend brought them new batteries sunday morning, but they were weak, the patient finally got the ins off. The patient stated that they were afraid to turn the stimulator back on as it was on for about 15 hours. The patient stated that they could sleep if they got in certain positions. The patient clarified that by shocking they meant tingling. The patient can adjust this by changing body positions such as raising arms, bending over, or laying sideways at times, but the patient stated that this is normal. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was pt reported he has not used the ins in several years - pss asked pt why he stopped using therapy and pt stated that once or twice he got scared because he couldn't get the ins turned off. Pt stated he quit using it because he was scared, he would not be able turn stim off and then he would be stuck with it on all the time. Pt stated the ins was put in for the lower back pain. Pt stated he had sciatica that went down his leg pt stated in the last few days. The ins in his body has changed shape - pt clarified that it feels different when he touches the ins where it is implanted, and he is concerned there is something wrong it has "opened up" and it will poison h is body. Pt stated the ins has flattened out how it sits in the pocket pt stated the ins feels "flat and long" pt stated this seems like a big change in how it used to feel when he felt the ins area. - pt verified he is not feeling any pain or discomfort pt reported he has had no weight loss or weight gain - pt stated he has not had any accidents or traumas. Pt stated he is having a lot of back problems with his 'sciatic" pain get in touch with local hcp to have the ins checked. Pt does not have a managing hcp for the ins but he is going to reach out to his pcp dr for assistance. Pss offered to send pt an hcp list for his area but pt declined. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). The pt reported that they are going to have the non-functioning ins removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that the device removal was successful and was removed on (B)(6) 2022. The patient indicated that they always slept on their left side, where the implant was. They stated that their sciatica on their right side. They noted that the device did its job when used. The patient mentioned that their skin seemed to be getting close to "skin", and bothered them when sleeping sometimes. The status of the device is unknown.